Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were firing issues with the reload, specifically the staple line was incomplete. The issue was resolved by replacing the device with a new reload.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection noted three images of one device. The jaws were open. Staple pushers were up proximally. A staple was protruding from the staple cartridge. The distal staple pushers were not up distally. In one image, three stapler reload cartridges and one disposable, single-use stapler handle could be seen. One articulating reload cartridge was attached to a single-use surgical stapler handle. The jaws of all reloads were open. The staple cartridges could not be properly examined. It was reported that the staple line was incomplete. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: partial firing of the device. The issue could occur if the firing handle was not completely cycled. If the instrument return knobs were retracted at any point after the firing cycle had begun, the reload engaged the safety interlock and prevented further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.